Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blank display issue. The patient reportedly experienced a blood glucose (bg) value of 29.6 mmol/l with symptoms of nausea and small ketones. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly disconnected from the pump. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged display issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: a review of the last basal delivery was on (B)(6) 2016 at 10:47pm prior to a call service (cs) 128 alarm. There was no activity outside of normal use observed in the black box or in the alarm history. The total daily dose (tdd) added up correctly and reflected the programmed basal target rate. The pump was powered on to a fully clear and functional display screen. The ¿ez-prime¿ steps were performed correctly. A 24 hour duration test was started; however the pump emitted a call service 088 alarm during the first hour of the test due to an unrelated failure. The reported ¿blank screen¿ complaint was not duplicated during investigation.